Event description:
Hlth care professional reports 27 incidents of blood leaks into the dialysate noted during pt treatment. Hlth care professional reports all dialyzers reused. Hlth care professional reports no pt injury. Hlth care professional reports change in bleach used during reuse procedure at time leaks first noted. Hlth care professional reports this is believed to be the cause of the fiber leak incidents.